Event description:
It was reported that during a therapeutic stone lithotripsy, the powered laser surgical instrument's laser fiber broke and when removing the laser fiber at the end of the procedure, they noticed a 10cm piece was still remained in the patient's ureter which was removed with no issues. The procedure was completed using the same device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.